Manufacturer narrative:
(B)(4). Additional information: (B)(4) = anvil. The analysis results found that one ple60a device was returned with the anvil bent upwards and with an ecr60g cartridge reload. The returned reload was fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the first firing with another device there was no issued. Two devices were used intermittently for this procedure. On the first firing of this device (second firing for the procedure) with a green reload the staple line on the patient side opened up. The entire staple line was over-sewn. This caused the lumen to be smaller. The surgeon was concerned there would be a constriction or a leak. The case was completed with another device of the same product code. There were no patient consequences reported.